Manufacturer narrative:
Additional information: it has since been reported that the patient underwent surgery to explant the device on (B)(6) 2019 due to electrode array migration.

Manufacturer narrative:
This report is submitted on january 29, 2019.

Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device. The patient is being clinically managed by the health care provider. Additional information has been requested but has not been made available as of the date of this report.